Event description:
Nurse reported that the zoll defibrillator/monitor failed during scheduled cardioversion. When the physician hit the charge button the rhythm on the screen flat-lined. Physician troubleshooted the machine and got the patient's rhythm to remain on the screen while unit was charging. However, when physician hit the button to shock it failed to deliver a shock. This zoll was promptly replaced by another. No adverse patient outcome related to device failure. Biomed follow up. Device failed to shock during procedure. Confirmed that device would fail to shock due to a multifunction cable. The cable would stop reading ECG, disabling the monitor's shock function. Replacing the multifunction cable resolved the failure to shock issue. Passed all functional tests and returned to service.